Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k, cl for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a k value of 5.42 mmol/l, which repeated as 3.95 mmol/l. The sample initially resulted with a cl value of 70.8 mmol/l, which repeated as 103.7 mmol/l. The k and cl electrode lot numbers and expiration dates were requested, but not provided.